Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The reporter stated via phone call that the customer experienced low blood glucose levels of 36mg/dl. The reporter stated that the customer had severe hypoglycemia. The reporter stated that the customer went to sleep with blood glucose level of 113mg/dl and the blood glucose level dropped over night. The reporter stated that the customer did not wake up from the alarms and was woken up by roommate and treated with juice. The reporter stated that the insulin pump was in auto mode and did not deliver basal for two hours. The product will not be returned for analysis.